Event description:
"The pt was admitted for undesired fertility, underwent laparoscopic right tubal fulguration and lysis of adhesions. Incidental cautery burn to small bowel occurred. Exploratory laparotomy was done to repair small bowel thermal burn enterotomy. The exploratory laparotomy and bowel repair was necessary because the surgeons incidently burned part of the pt's bowel while cauterizing an abdominal adhesion. Electrosurgery setting was at 35.35 a 4.0 cm x 2.5 cm segment of small bowel was removed and ends of bowel anastomosed. On 5/23/96 pt still doing well with no problems."